Event description:
It was reported that a versacross steerable access solution was selected for pulmonary vein isolation. During procedure, a non-boston scientific decapolar stj inquiry catheter was inserted into the versacrsoss sheath, placed into the coronary sinus, then the inquiry catheter was removed from the sheath. Blood was aspirated from the coronary sinus from the versacross sheath, and it was retracted from the coronary sinus and left in the right atrium. Thus, the non-boston scientific octoray was inserted into the versacross sheath to create an electroanatomical map of the right atrium, and once it was removed from the versacross sheath, a gray filament was removed from the valve of the versacross sheath. Both devices were then inspected, and no damage were noted to either. Therefore, the transseptal was achieved across to the left atrium and the versacross rf wire was exchanged for the octoray and an electroanatomical map was created of the left atrium. Once the octoray was removed from the versacfoss sheath, another gray-filament like structure was removed from the valve of the versacross sheath. Again, both devices were inspected and no issues were noted on them. The versacross was exchanged with the faradrive sheath over the versacross rf wire and the procedure continued as usual. The octoray was also inserted and removed through the faradrive sheath later in the procedure and no issues were reported. The procedure was complete successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was not returned for analysis. However, based on the media provided, the reported allegation of liner damage was confirmed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross steerable access solution was selected for pulmonary vein isolation. During procedure, a non-boston scientific decapolar stj inquiry catheter was inserted into the versacrsoss sheath, placed into the coronary sinus, then the inquiry catheter was removed from the sheath. Blood was aspirated from the coronary sinus from the versacross sheath, and it was retracted from the coronary sinus and left in the right atrium. Thus, the non-boston scientific octoray was inserted into the versacross sheath to create an electroanatomical map of the right atrium, and once it was removed from the versacross sheath, a gray filament was removed from the valve of the versacross sheath. Both devices were then inspected, and no damage were noted to either. Therefore, the transseptal was achieved across to the left atrium and the versacross rf wire was exchanged for the octoray and an electroanatomical map was created of the left atrium. Once the octoray was removed from the versacfoss sheath, another gray-filament like structure was removed from the valve of the versacross sheath. Again, both devices were inspected and no issues were noted on them. The versacross was exchanged with the faradrive sheath over the versacross rf wire and the procedure continued as usual. The octoray was also inserted and removed through the faradrive sheath later in the procedure and no issues were reported. The procedure was complete successfully. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that a versacross steerable access solution was selected for pulmonary vein isolation. During procedure, a non-boston scientific decapolar stj inquiry catheter was inserted into the versacrsoss sheath, placed into the coronary sinus, then the inquiry catheter was removed from the sheath. Blood was aspirated from the coronary sinus from the versacross sheath, and it was retracted from the coronary sinus and left in the right atrium. Thus, the non-boston scientific octoray was inserted into the versacross sheath to create an electroanatomical map of the right atrium, and once it was removed from the versacross sheath, a gray filament was removed from the valve of the versacross sheath. Both devices were then inspected, and no damage were noted to either. Therefore, the transseptal was achieved across to the left atrium and the versacross rf wire was exchanged for the octoray and an electroanatomical map was created of the left atrium. Once the octoray was removed from the versacfoss sheath, another gray-filament like structure was removed from the valve of the versacross sheath. Again, both devices were inspected and no issues were noted on them. The versacross was exchanged with the faradrive sheath over the versacross rf wire and the procedure continued as usual. The octoray was also inserted and removed through the faradrive sheath later in the procedure and no issues were reported. The procedure was complete successfully. No patient complications were reported. The device is expected to be returned for analysis. The device has returned for analysis.

Manufacturer narrative:
The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, both versacross dilator and sheath flushed properly before and after decontamination. During visual inspection, there was no damage noted on the stopcock handle or sheath shaft. Also, the sheath tip ID was noted to be slightly wider. Next, the sheath failed the boroscope testing, as a liner damage was revealed along sheath lumen; light markings/lines of sheath damage first appeared close to a quarter-way through the sheath lumen and continued towards the hub, and became more prominent towards the hub, indicating the source was closer to the proximal end. An additional strand appeared to be bunched closer to the hub, indicating resistance was encountered during the onset of the damage. The reported allegation is confirmed through media and testing as the sheath has been returned to bsc for analysis. There is no evidence to suggest that the bsc product did not meet specifications prior to use. Additionally, a correction on first supplemental report was done on the field initial reporter email (e1), in section e - initial reporter.